Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6) UDI#: h3: analysis of the wireless recharger (s/n (B)(6)) revealed that there were no visual anomalies with the returned device. Analysis noted the device was unresponsive and confirmed the patient's complaint. The led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. (B)(6) was opened to address similar issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller stated that the battery lights on the recharger are scrolling green. Agent walked caller through resetting the recharging device. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device.